Manufacturer narrative:
Correction to previous lab analysis: h6 coding updated to 'no problem detected". The reported event was lead infection pocket. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-38713. Related manufacturer report number: 2017865-2023-38716. It was reported that the patient presented for an explant procedure due to infected pocket. During the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited poor function. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
Visual examination was normal with no anomalies found.